Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection with subsequent vegetation on one or both implanted endocardial leads. The patient's wife reported that by the time she was informed of the infection, and that pharmacologic therapy was not effective, the patient's body was starting to shut down. Comfort measures were then implemented, and the patient died four days later. The boston scientific field representative contacted the patient's health care professional (hcp) who had no knowledge of the recently reported issue, and reported the patient was last seen in (B)(6) 2013.